Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent proposed revision or revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal brief that on (B)(6) 2020, a patient underwent a left knee revision surgery in which she was implanted with exactech, left knee revision, serial #(B)(4). It is stated that ¿the left knee revision implant again failed¿; she required an additional revision surgery and will be required to undergo further revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.